Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was apparent that the impella had tracked into the sub valvular structures of the mitral valve. Attempts to free the cp from the sub valvular structures resulted in a straightening of the pigtail, until finally there was a sudden jump of the catheter and it was displaced into the aorta. Multiple attempts were then made to advance the impella cp back across the aortic valve, but failed. The impella was then explanted and replaced, and there was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was wireless insertion. The impella device is not indicated for wireless insertion. This report is being filed as part of a retrospective review of historical records.